Event description:
It was reported that the customer's reservoir had air bubbles. Customer stated they did not rewind the pump with the reservoir in place and did not use prefilled reservoirs. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.